Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock that was below the conditional zone due to double counting. This shock successfully converted the patient back in to normal sinus rhythm. The system was initially electively turned off and had a transvenous system implanted. This device has no been explanted. No additional adverse events were reported.